Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed that the sheath, imaging core, and imaging window were kinked. However, no damage or failures were observed on the catheter code pcba (ccp) board assembly or the hub connector pins. Microscope inspection showed that the imaging core and imaging window were twisted, and that the imaging core had a broken drive shaft and a broken coaxial cable beginning 32.7 cm from the distal end of the connector shaft. Impedance testing indicated an electrical open at the proximal end of the catheter. A functional test using the motor drive unit (mdu) and ilab system showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during testing.

Event description:
Reportable based on device analysis completed on 07 apr 2025. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but a catheter disconnection occurred, and the image was lost. The procedure was completed using another of the same device. No patient injury or complications were reported. However, device analysis revealed that the imaging core and imaging window were twisted.